Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. E1. Initial reporter phone #: +(B)(6). H4. Device manufacture date: unknown. Investigation summary: "material #: 366593. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed, it shows red marks on a finger, however the indicated failure mode of blade breaks off was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported after using a bd microtainer® contact-activated lancet, the patient complained of finger pain, redness, and swelling. The patient wondered if the blade broke in their finger. The doctor diagnosed nerve damage.